Manufacturer narrative:
E1: patient city: helsinki . Patient country: finland. Name medtronic minimed. Street 18000 devonshire street. City northridge. State california. Zip code 91325. Based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an issue where the infusion site was no longer absorbing insulin as expected event on 11 mar 2026. The insertion site was buttocks.